Manufacturer narrative:
Review of instrument results: crs3 lot r161- cells 1, 2, and 3, were negative. Cells 1 and 3 (both e negative) appeared negative. Cell 2 (homozygous for e) appears weak positive with a slightly fuzzy button and light red cell adherence seen in the background. Crrid: cell1, lot id143: 0, visually negative; crrid: cell2, lot id143: 0, visually negative; crrid: cell3, lot id143: 2, negative button, slight halo of adherence; crrid: cell4, lot id143: 0, visually negative; crrid: cell5, lot id143: 0, visually negative; crrid: cell6, lot id143: 0, visually negative; slight adherence halo; crrid: cell7, lot id143: 0, visually negative; crrid: cell8, lot id143: 0, visually negative; crrid: cell9, lot id143: 0, visually negative; crrid: cell10, lot id143: 0, visually negative; crrid: cell11, lot id143: 0, visually negative; crrid: cell12, lot id143: 0, visually negative; crrid: cell13, lot id143: 0, visually negative; crrid: cell14, lot id143: 0, visually negative. Sample is showing dosage. The homozygous cells appear positive but are called negative. This issue was addressed in customer communication (B)(4), dated (B)(6) 2009.

Event description:
Customer reported unexpected negative reactions when testing sample with capture-r ready screen 3 (crrs 3) and capture-r ready-ID (crrid). An anti-e was identified by manual tube testing.